Event description:
Tmj implants, inc. Bilateral jaw joint device patient for over 10 years. In (B) (6) 2009, patient was involved in a car accident, the structure and function of the total joint reconstruction was disrupted to the extent the patient currently has 5 mm opening -90% loss of jaw opening-, is constantly suffering excruciating jaw pain and headaches and endures significant risk that the hardware currently in her jaw joints will wear through the glenoid fossa and pierce her brain causing her death.